Event description:
The manufacturer received information alleging a vent inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, two pressure sensor error codes were observed in the device error log. The device's main board was replaced to address the issue.